Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 06/28/2013, a 3.5x18mm and a 4.0x8mm xience v stent were successfully implanted in the proximal circumflex (cx) and left main (lm) coronary arteries. One day post procedure, the patient was discharged. On 02/02/2015, the patient was hospitalized and went into cardiopulmonary arrest. Cardiopulmonary resuscitation was performed, medications were administered and the patient was intubated. On 02/04/2015, the patient expired. The cause of death was noted to be cardiovascular. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device remains in the patient. Myocardial infarction is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2015, the patient was diagnosed with a non-st elevated myocardial infarction (stemi).

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch, the following information was received: it was initially reported that a 3.5x18mm xience v stent was implanted in the proximal circumflex / left main; however, the stent was actually a 3.5x15mm xience v stent. No additional information was provided.